Event description:
It was reported that the lead was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed.